Event description:
It was reported that an ilet device developed a cracked screen that allowed the user to unlock the device but prevented further interaction, and a replacement was processed. Symptoms included no reported adverse clinical effects. Outcomes included the user reverting to backup therapy due to inability to view or operate the device. Investigation included device return logistics and internal review of the reported physical damage and inspection of the returned device. Investigation of this device revealed external physical damage to the display that impaired usability, consistent with mechanical damage to the screen component. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from external factors.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.